Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a perclose proglide after an interventional procedure. Reportedly, a cuff miss occurred. Hemostasis was achieved using a non-abbott device. There was no adverse patient sequela. The physician is reportedly trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. Investigation is not complete. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found it was partially deployed. The plunger with anterior needle tip and suture were not returned. The posterior cuff with link was still in the foot pocket and the cuff tabs were undisturbed and the link was intact. Based on the findings of the investigation, a posterior cuff miss occurred as evidenced by the posterior cuff remaining in the foot pocket. When the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the anterior cuff detaching from the needle. A proxy plunger was inserted into the device and the needle trajectory was acceptable. The needle trajectory of each device is inspected during manufacturing. The posterior foot was examined and no needle strike marks were detected indicating the posterior needle was deflected outside of the foot pocket during deployment. A cuff-miss can be influenced by many factors, including, but not limited to; manufacturing, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploying or removing the plunger and / or inadequate positioning of the foot against the arterial wall. Based on the analysis of the returned device, inspection criteria and reported information the cause for the posterior cuff miss appears to be related to the operational context during use. There does not appear to be any indications of a product quality problem and no manufacturing or quality inspection deficiency was detected. A quality control audit inspection was performed to verify product quality. A review of the finished device lot history records did not reveal an nonconforming material records associated with this lot. There does not appear to be any indication of a lot specific product quality deficiency.